Event description:
It was reported while using the skin graft mesher, the 1.5mm cutter was "catching" on the skin and enlarging the size hole in the graft. The issue began around the edges of the graft and then occurred in the middle of the graft. No add'l clinical info was rec'd prior to this report. A f/u medwatch will be submitted if add'l clinical info is rec'd.

Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 1/9/1992 and was last repaired on 2/19/2013 for a non-related issue. Eval of the device observed deformation and flattening of the tines on the left end of the comb. The right end of the roller was galled and the roller gear was worn. Prior to repair, a test mesh and calibration check could not be performed due to the damaged comb. Customer returned three cutters for eval and all cutters passed cutter eval. The comb bein damaged was most likely the cause of the customer's reported event. Improper handling by the customer most likely caused the damage to the comb. Additionally, improper handling most likely was the cause for the damage to the roller and roller gear. The device was serviced and returned to the customer.